Event description:
The customer contacted siemens and reported that erroneous patient results were obtained on an immulite 2000 xpi system. The erroneous patient results were not reported to the physician(s). The samples were repeated and the repeat results were considered to be the correct results. No specific patient data has been provided by the customer. There are no reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The following two errors were observed: error 640 wash: spinner is not operating correctly and error 550: bad spin at wash station. The customer performed two decontaminations with 0.1m naoh and substrate decontamination. In addition, all system fluids were discarded, and the containers were decontaminated and refilled. It was found that the wastewater hose under the wash station was blocked, and the hose system was cleaned. A siemens customer service engineer (cse) replaced the high-speed spinner, vacuum pump trap, and waste bottle flex tube, after which calibrations and checks performed, recovering acceptably. A high speed spinner test was performed and error 550 for bad spin was seen. The high speed wash spinner was replaced and calibrated to resolve the issue. The customer is operational, and the reported issue is resolved by standard service actions. The system is performing according to specifications. No further evaluation of this device is required.